Event description:
It was reported to philips that there is a faulty pacer unit.

Event description:
It was reported, that there is a faulty pacer unit. There was no report of harm or injury. The customer called, and spoke with a philips representative. An evaluation was not performed by philips, as the customer was referred to the distributor of the device. And no additional information could be obtained regarding the reported issue. Although no evaluation was performed. This will be documented as a malfunction. The cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time.